Manufacturer narrative:
Medwatch field e1 initial reporter establishment name - the full facility name was provided as (B)(6). The field service engineer replaced the sipper nozzle and made adjustments. The customer did not report any further issues. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the potassium electrode on a cobas ise neo analytical unit. The sample initially resulted in a potassium value of 1.78 mmol/l and it repeated as 4.03 mmol/l.